Event description:
It was reported the device broke. The plate is broken, identified via x-ray. The plate will be removed on (B)(6) 2015. It was also reported the patient had an accident. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.